Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.50 x 38mm synergy drug-eluting stent was selected to use for treatment. However, it was noted that the struts of the stent were raised. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.